Event description:
During a follow-up, the device was not able to be interrogated due to suspected premature depletion of the battery. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported event of premature depletion and telemetry issue were not confirmed. The device was received in bvvi mode. Analysis of the device image showed that bvvi occurred due code corruption but the cause of code corruption is unknown. As a result of this finding, abbott is performing further investigation. The original battery had depleted to normal end of life (eol) level. Analysis performed after installing new battery and reloading the product code did not find any anomalies. Telemetry test was done with battery loaded down to eol level with normal results.